Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no: 0010103. It was reported that a white particle was found inside the syringe. Event description per email states: caller reported, there was a white particle inside. Number of occurrences 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. 18-aug spoke with customer she stated that she discarded the product a few days ago. No samples or further information is available. No further attempts required.